Manufacturer narrative:
Unit failed to vibrate during self-test due to vibrator motor connector broken black wire.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
It was reported that, the insulin pump had beep and vibrate anomaly. The customer's blood glucose was 6.2 mmol/l at the time of incident. The device is not expected to be returned for analysis. Assisted customer in performing a self test. Pump did not vibrate during the vibrate test. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The device will be returned for analysis.